Manufacturer narrative:
Investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I 20g from lot # 3021153 regarding item #391592 with the reported issue that catheter broke / separated before placement. The investigation and simulation were carried out on one retention sample where the investigating team has visually tested the samples for catheter broke / separated before placement and no such type of defect was found in the one retention sample. Based on the photograph defect is confirmed. The exact root cause can only be determined if we receive the original sample.

Event description:
It was reported that prior to use with bd venflon¿ IV catheter the catheter was discovered to be broken. The following information was provided by the initial reporter: breakage in the edge of catheter while opening and trying to use it.

Event description:
It was reported that prior to use with bd venflon¿ IV catheter the cather was discovered to be broken. The following information was provided by the initial reporter: breakage in the edge of catheter while opening and trying to use it

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As bawal is an OEM manufacturing site. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.